Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-39 that has a similar product distributed in the us, list number 02k91-33.

Event description:
The customer reported a false elevated architect ca 19-9xr result for a (B)(6) year old male patient. Sample ID (B)(6) generated a result of 101 u/ml and retest of 10 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint trending report review and reagent lot 03010m800 search determined that there was no trend and no other complaints were retrieved for the likely cause lot. A review of field data determined that the patient median result for lot 03010m800 is within established limits and confirms no systemic issue for the lot. A review of the product quality history did not identify any issues associated with the complaint issue. Additionally, product labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or product deficiency was identified for the architect ca 19-9xr assay.